Event description:
A report was received from the affiliate alleging that a healthcare worker might have been exposed to hydrogen peroxide (h2o2). Per the report received an engineer at the facility was repairing the printer on the sterrad unit. He removed the load from a completed cycle, was not burned, and was not wearing personal protective equipment. Afterwards a healthcare worker handled the same tray when returning the tray to the unit. When the worker arrived home, he or she noticed that the palm of their hand was discolored and the skin was peeled off; there was no soreness. The healthcare worker rinsed the affected area under running water. Medical attention was not sought. The affiliate indicated that the customer is not sure if this event was caused by the sterrad.

Manufacturer narrative:
It is unknown if the user was trained on the proper use of the sterrad; safety precautions. Frequency of exposure of the user to the sterrad is unknown. The cleaning, rinsing, methods remain unknown. The instruments were dried using a drying machine and natural drying. The load consisted of (2) flexible scopes, pneumoperitoneum tube, and suction instrument for laparoscopy. There was no moisture noticed on the load before or after sterilization. The temperature of the room where the unit was operating was 15-40 degrees celsius. The vaporizer plate was in place, installation and maintenance details for the vaporizer plate are unknown.